Event description:
It was reported that the customer received displayable history crc check failed on startup alarms, unexpected restart alarms, and external ram crc error alarms. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. Several displayable history crc alarms were noted in the history file. No unexpected restart or external ram crc alarms were noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.